Manufacturer narrative:
Correction: section: a1, a.2, a.3, e.1, e.2, e.3, g.2, b.3, b.5, d.1, d.4, h.10, h.4, d.6a, d.6b, d.5, h.6 advanced bionics considers this event as non reportable. This event was reported in error, the reported meningitis was reportedly pre-implant. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient reportedly experienced post meningitis fibrosis. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.